Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the exposure was not possible. Rse analyzed the logs and identified that the image disk was full. Rse recreated image store and instructed that not to fill the disk again for the correct flow of closing exams. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the exposure was not possible. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips remote service engineer (rse) visited the site and recreated the image store. The device was returned to expected functionality.